Event description:
The cautery pencil tip ignited in the operating room and was extinguished immediately without injury.

Manufacturer narrative:
While coagulating tissue during a procedure, the clinician noticed that the cautery pencil tip had ignited. The tip was immediately extinguished without any patient harm. The facility reported that the tip was adequately seated on the device and that it did not come in contact with any metal instruments. The actual sample was not released for evaluation. An unused sample was returned and tested. No visual defects were identified. The sample was tested in both cut and coag modes and functioned as intended. No defects or abnormalities were noted. This device is a component in a custom procedural pack and is manufactured by covidien. As the manufacturer of the device, covidien will conduct an investigation and make the determination if any corrective action is indicated.